Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 29-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a portion of the lens was received in a vial with an unknown fluid in the original folding carton. The lens was inspected under magnification. The lens portion was cleaned and presented cut, with cosmetic issues, and with damage to the base of the haptic. Photo evaluation: the picture provided by the customer and attached into the complaint file was evaluated. The picture shows an eye being implanted with an iol claimed to be tecnis eyehance toric ii iol preloaded in the simplicity delivery system model diu225. It can be observed at list one toric landmark in cornea, a smal anterior chamber air bubble, and an asymmetrical pupil. In addition, the lens optical center shows a crack/scratch like mark in the optical center, which measures approximately 2.5 to 3 mm. Complaint issues "cosmetic issues" was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Complaint issue "plunger rod issue" was not identified during photo and product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the plunger scratched the central optic of the diu225 model intraocular lens (iol). The iol was fully inserted and the issue was noticed after the iol was implanted. Since the doctor did not have a back-up lens, the iol remains implanted in the patient¿s ocular dexter (right eye). Account has placed a new order for replacement iol and an iol explant procedure is scheduled for (B)(6) 2024. Due to the iol scratch, the patient's vision is poor and it was reported the patient is temporarily impaired. It is unknown if the patient is unable to perform any daily activities that they were able to prior to surgery. Device directions for use were followed. Through follow-up, additional information was received confirming the iol was explanted from the patient¿s ocular dexter on (B)(6) 2024. There was no complications, such as capsule tear, no incision enlargement, and no serious patient injury during the lens exchange procedure. Patient outcome post-lens exchange was reported as satisfactory. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information unavailable. However, (B)(6) 2024 (future date) was provided. Section a-4 patient weight: unknown/asked information unavailable. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.